Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Please see attached file for our results of investigation. (B)(4).

Manufacturer narrative:
The associated r3 0 hole acetabular shell, hole cover, liner and oxonium femoral head were returned and evaluated. A lab analysis conducted during this investigation indicated that the returned shell found the porous coated sided of the implant to be covered with an estimated 80 to 90 percent bio-logical material. The inside of the shell exhibited some scoring potentially from instrumentation during removal of the liner component. The oxonium head shows evidence of scoring across the apex. This was probably due to contact with metal instruments during extraction of the liner. Examination of the liner found an area of deformation. The deformation is consistent with what is found when neck impingement has occurred and this is supported by report of mal-position. Other notable damage to the liner was observed. A large cut from the edge of the damaged area to the apex must have occurred during removal of the liner. The smooth edges of the cut indicate the use of a sharp object. If this was the result of a fracture, one would expect more ragged or torn edges. No evidence of deviation in processing or material was found on the inspected parts. The reported mal-position of this device most likely allowed for the femoral neck to impinge resulting in the edge damage of the liner and may have ultimately contributed the loosening of the shell. No relevant medical information was provided to conduct a thorough medical assessment. The future impact to the patient beyond the revision cannot be determined at this time. No further investigation warranted for this complaint; and smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the cup was revised due to malposition and loosening. Oxinium head replaced with new component while stem was left in the patient.